Event description:
Report rec'd of retrograde flow. The customer contact reported that upon set up the nurse noted that an unspecified secondary solution flowed retrograde past the backcheck valve of the primary piggyback tubing set and into the primary bag. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There was no reported adverse pt event. Though requested, no add'l info was provided.